Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the device did not meet the perceived longevity estimates and is suspect of premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: the device was returned and analyzed. Analysis revealed that the device met 80%of expected longevity. Performance data was also collect from the device and analyzed. Analysis of this data revealed that there was an alert for low battery voltage/recommended replacement time (rrt) and the time of rrt in the save to disk was on (B)(6) 2012 where the device rrt was less than or equal to 2.6251 volts. The weekly battery voltage trend data shows min battery equaling 2.627 to 2.613 volts between (B)(6) 2012. There was one low battery voltage alert on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.